Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia with a peak blood glucose of 322 mg/dl for approximately eight hours while using the ilet system with an inset infusion set, with no reported delivery alarms and no noted set leaks; the user performed a set change with coaching, and blood glucose began to decrease on follow-up. Symptoms included hyperglycemia without reported ketones or acute complications. Outcomes included no professional medical intervention, no hospitalization, and no use of backup therapy. Investigation included customer interview and troubleshooting support. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction. It was concluded that the event was user-reported hyperglycemia with cause undetermined and recovery after set change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.